Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, non-sustained right ventricular oversensing caused due to post paced t wave oversensing was observed. Programming changes were made and the issue was resolved. No patient symptoms were reported and the patient was stable before, during and after the event.